Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler set. Additionally, there was no allegation of a device malfunction or deficiency reported for this event. The reported cause of the peritonitis was a lack of aseptic technique by the patient¿s cat being around during pd therapy. This is supported by the culture result of pasteurella multocida, an animal-sourced gram-negative coccobacillus which can be transmitted to humans through household pets such as cats. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
During a call to technical support for a drain complication, this male peritoneal dialysis (pd) patient stated the complications could be due to issues from a past infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. A pd culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and gentamicin (dose, frequency, and duration unknown). The white blood cell count (wbc) was 6,514/mm3 and the culture was positive for pasteurella multocida. The patient¿s antibiotic therapy was adjusted. The vancomycin and gentamicin were discontinued, and the patient was prescribed oral levaquin 500mg daily for three weeks. A repeat wbc on (B)(6) 2022 showed a reduction to 56/mm3. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was attributed to a lack of aseptic technique during pd therapy. The patient has a cat and does not follow proper procedures for preparing pd therapy and keeping the cat away. No further information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to touch contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction. In addition, the user guide was reviewed, and it states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection¿ also on step 8 (ending treatment) states clearly the steps for an aseptic disconnection. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a call to technical support for a drain complication, this male peritoneal dialysis (pd) patient stated the complications could be due to issues from a past infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. A pd culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and gentamicin (dose, frequency, and duration unknown). The white blood cell count (wbc) was 6,514/mm3 and the culture was positive for pasteurella multocida. The patient¿s antibiotic therapy was adjusted. The vancomycin and gentamicin were discontinued, and the patient was prescribed oral levaquin 500mg daily for three weeks. A repeat wbc on (B)(6) 2022 showed a reduction to 56/mm3. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was attributed to a lack of aseptic technique during pd therapy. The patient has a cat and does not follow proper procedures for preparing pd therapy and keeping the cat away. No further information was provided.

Event description:
During a call to technical support for a drain complication, this male peritoneal dialysis (pd) patient stated the complications could be due to issues from a past infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. A pd culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and gentamicin (dose, frequency, and duration unknown). The white blood cell count (wbc) was 6,514/mm3 and the culture was positive for pasteurella multocida. The patient¿s antibiotic therapy was adjusted. The vancomycin and gentamicin were discontinued, and the patient was prescribed oral levaquin 500mg daily for three weeks. A repeat wbc on (B)(6) 2022 showed a reduction to 56/mm3. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was attributed to a lack of aseptic technique during pd therapy. The patient has a cat and does not follow proper procedures for preparing pd therapy and keeping the cat away. No further information was provided.

Manufacturer narrative:
Correction: h10 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to touch contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction. In addition, the user guide was reviewed, and it states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection¿ also on step 8 (ending treatment) states clearly the steps for an aseptic disconnection. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.